Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire broken.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in the stomach during an enteral feeding initial placement procedure to performed on (B)(6) 2025. During the procedure, it was reported that when they tried to pull the silicone tube, the insertion wire broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.